Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump received with intermittent button response due to moisture damage keypad traces. No moisture damage found inside the insulin pump noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a hospitalization due to unexplained high blood glucose. Customer had a heart attack. Customer was having trouble with his insulin pump one month before the heart attack. Customer stated that the blood glucose readings would be almost 200 mg/dl most of the time. Customer would troubleshoot, but nothing helped. Customer stated that the insulin pump wasn't working. Physician at hospital stated that her blood glucose was high, but he did not tell her the number. Customer had a coronary dissection. Nothing further reported.